Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The reported malfunction was confirmed.

Event description:
On (B)(6) 2018, senseonics was made aware of an incident where user experienced an early sensor replacement alert resulting in an early sensor removal.